Event description:
It was reported that the patient was experiencing inadequate relief but feels like it may have repositioned itself internally. She states that it is cumbersome and painful. She was also experiencing charging issues. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively.